Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture" of a saline device (deflation).

Event description:
Patient reported "rupture" of a saline device. Later, patient reported "pain", "scar tissue", "feeling more sick than ever", "coronavirus", and "implant completely deflated". Additionally, patient reported "concern with the product", "pain", and "deflation". Patient later reported "valve protrudes" and "pain under their armpit". Affected side is left. The device remains implanted.